Manufacturer narrative:
This report is submitted on july 17, 2020.

Event description:
Per the clinic, the patient experienced an infection at the abutment site that was successfully treated with antibiotics. A skin revision was performed to remove the granulation tissue. The patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system.